Event description:
Performing lab draw, butterfly needle was in patient's left ac, while attaching tube to vacutainer, the needle seemed to shoot out of her arm. It bounced off the side of the chair and poked me in the right index finger.